Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly and that the device would not give the expected audible alarm and vibrate prior to the pump shutting off. The customer¿s blood glucose was 236 (mg/dl). The customer reverted to an alternate method of insulin therapy.